Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection was unable to be conclusively determined through evaluation of the returned device. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned assembled with the pump cable severed approximately 11¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 6.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: extrinsic outflow graft obstruction was confirmed through evaluation of the returned device. Examination of the lumen of the sealed outflow graft from the proximal end revealed a mild crease beneath its bend relief, along the outer curve edge and black line. Removal of the unremarkable outflow graft bend relief found that the normal tissue ingrowth on the exterior of the graft had completely filled the crease, indicating that the crease had been present for an undetermined period of time during support. The tissue was noted to be well-formed into the geometry of the crease. These observations are consistent with extrinsic outflow graft obstruction (eogo). No depositions were observed within the outflow graft. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 5 "surgical procedures" of the IFU contains information on "preparing the sealed outflow graft.¿ section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook rev. D contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was transplanted on (B)(6) 2024 due to driveline infection. Previous driveline infection on (B)(6) 2023 was reported under manufacturer report number 2916596-2023-02451.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.